Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: a review of the black box showed reboots. No damage was found in the battery compartment. The battery cap was not returned. A test battery cap was used for investigation. A test cap was attached securely to the pump. The pump was run for 24 hours with no power issues. The pump was opened to find moisture damage on the printed circuit board.